Event description:
Customer reportedly received the following results on the active system within 10 minutes: 259 mg/dl, 132 mg/dl, and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.